Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Heads no longer stay on toothbrush, slide off, oral-b [device breakage]. Case narrative: a parent via e-mail stated that the oral-b toothbrush heads no longer stayed on their son's oral-b toothbrush and they slide off. No injury was reported. 23-dec-2022 follow up via e-mail: the suspect product lot was bb20421543. No injury was reported.